Event description:
It was reported that this right atrial (ra) lead was repositioned due to perforation of the heart wall. It was placed in the atrial appendage. No additional adverse patient effects were reported.